Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis with permalume covering was use during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, difficulty was encountered when attempting to visualize the stent prior to placement. As a result the stent was placed too far out of the ampulla. The stent and scope were removed. The procedure was with another wallstent rx biliary endoprosthesis w permaluem covering. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.